Event description:
Procedure type: oophorocystectomy. According to the reporter: the needle broke during the procedure while passing the needle through tissue. The broken needle pieces fell into the patient's cavity. It took 2 hours to find the needle pieces using x-ray and retrieve them.